Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced "unresponsive" elevated blood glucose (bg) and was admitted to the hospital for diabetic ketoacidosis. Customer reported elevated bg occurred after using fiasp insulin and there may have been possible crystalized insulin within the infusion set cannula. Customer requested to remain anonymous. No additional information was provided.